Event description:
It was reported that during a pneumonectomy procedure the surgeon fired the whole root of the lung by one firing (including vein, artery and main bronchus). These led to uncontrolled bleeding and death of the patient. Several requests have been made to obtain additional information, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.